Event description:
While attempting to defibrillate a pt (age & gender unknown) the device was charged up to 120 joules and then displayed a "defib fault 78" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.